Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of dissection, as listed in xience alpine everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture or labeling.

Event description:
It was reported that on (B)(6) 2015, the patient presented with elevated troponin. A 3.0x38mm xience alpine stent was implanted in the mid right coronary artery (rca) lesion and a dissection was noted following. A 2.75x18mm xience alpine stent was implanted in the mid rca as treatment. Post procedure, the patient continued to experience elevated troponin and elevated creatinine kinase-myocardial band (ck-mb) was also noted. There was no reported treatment or prolonged hospitalization. The events resolved without sequela and on (B)(6) 2015, the patient was discharged home. There was no additional information provided.